Event description:
A journal article was reviewed that contained information regarding this device. The article included the following failure modes: inappropriate shocks/detections, noise, syncope, oversensing, electromagnetic interference, and death. There is no direct correlation that this device had any or all of the failure modes. Follow-up did yield additional relevant information regarding this event in that the patient with this device expired due to heart failure. There is no allegation that the death was device related.

Manufacturer narrative:
This information is based entirely on journal literature.this event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Referenced article: "a simplified biventricular defibrillator with fixed long detection intervals reduces implantable cardioverter defibrillator (ICD) interventions and heart failure hospitalizations in patients with non-ischaemic cardiomyopathy implanted for primary prevention: the relevant [role of long detection window programming in patients with left ventricular dysfunction, non-ischemic etiology in primary prevention treated with a biventricular ICD] study." European heart journal. 2009;30(22):2758-2767.